Manufacturer narrative:
The power management board was replaced to fix the reported issue. No report of patient involvement. (B)(4).

Event description:
The hospital reported that, during pre-use checkout, the unit displayed internal failure,system may shutdown alarm message and ac power fail message on the display. There was no reported patient involvement.